Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a stopcock attached to the hub. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, two streams of water emitted from the balloon wall. The balloon was microscopically examined and two pinholes in the balloon wall over the distal markerband were revealed. There was also a scratch present to the right of the pinholes. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee vessel. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. There were no patient complications nor injury reported.